Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a device history record (DHR) review was conducted: part # 03.130.010, synthes lot # h184409, supplier lot # na, release to warehouse date: 26 apr 2018, manufactured by synthes monument. No ncr's were generated during production. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: upon visual inspection, the complaint condition was confirmed, as the distal tip of threaded portion was broken off and broken piece was not returned. Additionally, threaded portion was found to be twisted. The received condition does agree with the complaint description. There is no clear indication that the complaint condition occurred due to misuse. Dimension inspection: diameter of the starlight portion of the shaft proximal to the threaded portion was measured and is with in specification per relevant drawing. Diameter of the threaded portion was not measured due to the post manufacturing deformation and the broken piece was not returned. DHR and raw material review:review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Conclusion:the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces (during usage or handling at the time of surgery). During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown surgery on (B)(6) 2019, the tip of the screwdriver shaft broke. There are no pieces left in the body as the surgeon confirmed by image diagnosis. The customer had encountered the same issue with the product three times before, and the device had been replaced three times. It is unknown if there was a surgical delay. Patient outcome was stable. The surgical procedure was successfully completed. This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for complaint (B)(4).